Event description:
The customer reported that the cufflator needs calibration. There was no pt incident or injury reported.

Manufacturer narrative:
Eval: results - eval of the returned product revealed the needle pointer rest below zero. The needle does move up when the inflation bulb is squeezed and holds pressure. However, no readings were taken, due to the position of the needle. Also the rubber protective ring is missing. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fail outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).